Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she was trying different angles to insert her sensor and the sensor needle broke. Customer stated that the sensor needle still in her body. Advised customer that if she can see the needle to remove it with tweezers, but if she can not see it to go to her doctor for removal of the needle. Nothing further was reported

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test and sensor failed per specifications. Sensor did not burst. No broken or missing parts noted.